Event description:
The customer stated an architect i1000sr analyzer generated a discrepant (B)(6) result for one patient sample. The patient generated an initial (B)(6) result of 35.38 and a repeat result of <1.31. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.